Event description:
Reporter stated the check button on the infusion device does not function; therefore, the patient was unable to change her basal rates. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The buttons passed the optical and functional investigation successfully and comply with the product specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.